Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-02370. 0001822565-2024-02372. 0001822565-2024-02373. This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. Device history record (DHR) review was unable to performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown head; unknown stem; unknown shell. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately one year and six months post implantation due to an irritation. All of the components were removed and replaced. Attempts have been made and no further information is available.